Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received 64 alarms and the pump is not receiving the blood glucose levels from the meter. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a constant alarm followed by another alarm due to moisture damage on the electronics. No blank display was noted. Moisture damage was found on the motor. Unable to verify the motor error alarm, or perform the currents test due to the error alarms. The pump was received with a loose/protruded drive support disk, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.